Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's children reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on unknown date with blood glucose of 708 mg/dl. Customer was in intensive care unit. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that cannula of infusion set was bent. Customer stated that insulin pump had insulin flow blocked alarm. The insulin pump will not be returned for analysis.